Event description:
A male with a short aortic neck length and a reverse taper, underwent endovascular therapy in 2008. Another manufacturer's devices were placed. During the procedure, the physician noted a proximal type 1 endoleak. The physician chose to extend proximally using a cook aortic cuff. Angiography revealed that the cuff had unintentionally partially covered the right renal artery. A bare metal stent was implanted. Both renal arteries were patent at the conclusion of the procedure. The endoleak was resolved. Pt is said to be doing well.

Manufacturer narrative:
Expiration date unknown as lot is unk. Unknown as lot is unknown. The development of the zenith device successfully completed all verification, validation activities showing the device met the design requirements, and that the requirements met the needs of the user. Additionally, although the exact zenith device used in this procedure is unk, the grafts and delivery systems are designed with features to allow control to the user for accurate placement of the graft. Specific to this instance, there are gold markers along the proximal edge of all grafts. The zenith line of instruction for use (IFU's) are shipped with every device and describe the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU's indicate inaccurate placement could result, inadvertent occlusion of the renal arteries and subsequent complications. Additionally, during the deployment process, the IFU's state to perform angiography to identify the level of the renal arteries prior to sheath pullback. The device remains implanted and no images were provided to assist in this investigation. Although no evidence exists to contradict the substance of the event description, there is no corroborating evidence to consider the complaint confirmed at this time. We have notified the appropriate individuals and we will continue to monitor for similar events.